Event description:
At a follow-up visit in 2008, the patient reported having chest pain about three weeks post implant. The patient did not report the pain to anyone until the same day visit.

Event description:
It was reported that noise was observed during the ventricular capture threshold test. Noise was also observed the atrial lead. The noise was pronounced on the atrial capture threshold test. The physician prefers to program the ventricular sensitivity values greater than the nominal vales. Suggested chest x-ray and replacing leads.

Event description:
Procedure type: nephrectomy. According to the reporter: pt was admitted for right kidney cancer and was estimated to be in her (B) (6) and was reported as grossly overweight. Allegedly, the surgeon placed the device on the renal vessel, it cut the vessel before he was able to fire the instrument. The surgeon sealed off both ends of the vessel with a similar device and was able to continue the case without any other reported problems. Delay in operating room time was 1 minute and minimum bleeding was reported. The pt was allegedly bleeding post-operatively but was not brought back immediately, pt eventually returned to surgery. Additional information received on 1/15/2010, reported that the pt expired on (B) (6) 2010. Tissue was friable and therefore, the surgeon could not use a stapler. They are unsure what the pt expired from.

Manufacturer narrative:
The lead was never explanted from the patient. The sense/pace portion of the lead was capped, and an existing sense/pace lead in the patient was used.

Manufacturer narrative:
The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.